Event description:
Device malfunction: device breakage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and surgical removal. Report received that "a portion of the perclose vessel closure device had broken off in the pt blood vessel." The detached portion of the perclose vessel closure device was surgically removed. No additional info or clarification is available.

Manufacturer narrative:
At this time the device will not be returned for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.